Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that two years prior to report, the patient had their first implantable neurostimulator (ins) implant and one week later (2012 (B)(6)) they ¿wound up¿ in the hospital with congestive heart failure and diarrhea. The patient was asked if the congestive heart failure was related to the manufacturer device or therapy and the patient replied yes because, the ¿same thing happened¿ with both of the patient¿s devices. The patient noted that they ¿had congestive heart failure¿ but never had it any other times. It was noted that it was ¿just these two surgeries.¿ additional information was requested but was not available at the date of this report. This patient also alleged congestive heart failure related to their next implant in 2014; for the report related to this event see manufacturer report# 3004209178-2014-08081. The information pertaining to this patient¿s device explant is found in manufacturer report #3004209178-2013-08117.